Manufacturer narrative:
Age at time of event: 18 years or older. Device code # 2524 relates to component code # 3038. Device evaluated by MFR: the device was received in two sections as a result of a break in the midshaft. The break was located at 9cm proximal to the port. An examination of the break site found that the extrusion was stretched. The stent protector was placed fully over the crimped stent. The stent protector was removed and an examination of the profiles of the crimped stent balloon and tip sections of the device found no anomalies. From the information available this device was used per the directions for use (dfu) / product label. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the left circumflex (lcx) artery. The 2.75x16mm liberte bare sds was advanced and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed a shaft break occurred.